Manufacturer narrative:
Concomitant product(s): product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the multiple contacts were shown to be "shorted out." It was also noted that the contacts #8, 10, 11, 12, 14, and 15 had impedance reading >10,000 ohms. It was unknown what led up to the issue. The physician ordered x-rays of the lead components (results not reported -- follow up initiated to obtain). Since the cause of the high impedances was not known it was unknown if a revision/replacement procedure was to be scheduled. The patient status at the time of this report was noted as "alive -- noo injury." The indications for use for the implanted device were noted as spinal pain and rsd/causalgia-complex regional pain syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.